Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving a battery icon message on her unlocked freestyle flash meter. This message can be an indication the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.